Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer continued to use pump for insulin therapy while a replacement pump was sent out.